Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found no issues with its profile. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several location along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous and calcified coronary artery. A 2.50x38mm promus element¿ plus drug-eluting stent was advanced to treat the target lesion. However, the device could not cross the lesion and the proximal stent strut was lifted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous and calcified coronary artery. A 2.50x38mm promus element plus drug-eluting stent was advanced to treat the target lesion. However, the device could not cross the lesion and the proximal stent strut was lifted. No patient complications were reported and the patient's status was stable.